Event description:
It was reported that the right ventricular (rv) lead had alerts for t-wave oversensing (twos) following certain ventricular sensed events. The lead was reprogrammed and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.